Event description:
The customer states that a sample from a female patient generated an initial architect total b-hcg assay result of 162 miu/ml. The sample was retested and generated a result of less than 2 miu/ml. The sample was then tested on a non-abbott platform and the result of less than 2 miu/ml was verified. There is no impact to patient management reported.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the archtiect i2000sr after the customer changed lots of reaction vessels, regardless of the assay. The customer performed troubleshooting to resolve the issue. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Suspect medical device lot #: the initial medwatch was submitted with an incorrect lot number for the architect reaction vessels. The correct lot number is 69060p100, which has been corrected in this follow up. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.